Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty implanting a left ventricular (lv) lead and it dislodged from the lv lateral vein after removal of the guide catheter. The lv lead was removed and the physician elected to implant another lv lead. No patient complications have been reported as a result of this event.